Event description:
The customer contact report a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the clave port was accessed by an unspecified needless prefilled saline syringe. Upon removal of the syringe, the silicone sleeve of the clave port remained in the depressed position and a "slight" volume of blood leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.